Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. A CAPA was initiated to address the rusted needle bearing, however it was determined that due to the lack of service on the device, the root cause was determined to be due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the recon sagittal saw device needle bearing was corroded, the housing was deformed and was out of roundness, the device was jammed and the lid tightness was not as per specification. It was further determined that the device failed pretest for leakage test, check roundness of housing, check for sticky trigger, check function with power module and check oscillation frequency with frequency meter. It was noted in the service order that the device was spoiled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.